Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced inflammation and pain around the implant site. Treatment with antibiotics (type and date not reported) was unsuccessful. It was also reported that the patient experienced a loud noise followed by strong pain with device use. The device was explanted on (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.